Manufacturer narrative:
On 9/24/2019, device evaluation was completed. During evaluation of the device it was observed to be ruptured. It was received in two parts, within the edges of the rupture an area of shell abrasion was noted. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device, resulting in a tear at a later date. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Method, result, and conclusion codes have been updated under section h. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with a 400cc mentor memorygel, breast implant and was presented with right side breast implant rupture found during explant surgery on (B)(6) 2019. Patient underwent bilateral explantation and replacement with catalog number 3505535bc; serial number (B)(4) on the right side and with catalog number 3505535bc; and serial number (B)(4) on the left side.